Manufacturer narrative:
Intera oncology was made aware that the reporter's facility was having issues of pump slowing while use of glycerin. The pump is indicated for glycerin when the pump in order to give the patient a drug holiday of approximately 6-8 weeks per refill. After reporting the complaint, the reporter later clarified that the bolus pathway and catheter were not flushed after glycerin treatment before resuming heparinized saline treatment, which is not in accordance with the IFU. A prescribing timeline was provided to intera and the reporter identified that the glycerin from the compounding pharmacy was 50% v/v glycerin (which is equivalent to 62% w/v). After switching to a 50% w/v glycerin formula, the pump resumed to flow rate as expected under glycerin. The specific glycerin compouding formula has been requested from the reporter's institution and is not yet made available to intera. There is still resistance in the catheter pathway and a slower than expected flow rate using heparinized saline. The patient has not yet been placed back on fudr. This report is being made as a device malfunction due to unintended use error, as the bolus pathway and catheter should have been flushed immediately after discontinuation fo glycerin therapy according to the IFU. There was no patient harm reported, and follow up appointments are scheduled. Further information obtained from the investigation will be added to a supplemental report. Additionally, a device history record review is pending as a part of the investigation and a supplemental report will be filed once completed.

Event description:
Hai pump was implanted and formerly used for fudr and glycerin infusion. The pump was reported as running slower than expected on glycerin, so the pump was emptied of glycerin and rinsed according to the IFU instructions, refilled with high dose heparinized saline. The pump is running faster as it should but still running slower than the original flow rate of 1.3 ml/day. It is running at a constant rate of 0.57-0.61ml/day so the physician will adjust the fudr dose according to this new slower flow rate. No harm has come to the patient because of this and the pump will not be explanted.

Manufacturer narrative:
Supplemental report filed to correct lot and UDI number. A device history record review was performed and no nonconformances or out of specification results were noted. There is no evidence of pump malfunction due to mechanical defect. The reporter stated that they are unable to flush the bolus pathway after treatment with fibrinolytic agent and the flow rate is still below specification. The initial complaint stated that the physician would adjust the fudr dose as necessary to maintain course of treatment. Facility will continue to monitor patient and work with intera for assistance as necessary. Unless new information is obtained or different symptoms or events occur, this complaint will be conisdered closed.

Event description:
Hai pump was implanted and formerly used for fudr and glycerin infusion. The pump was reported as running slower than expected on glycerin, so the pump was emptied of glycerin and rinsed according to the IFU instructions, refilled with high dose heparinized saline. The pump is running faster as it should but still running slower than the original flow rate of 1.3 ml/day. It is running at a constant rate of 0.57-0.61ml/day so the physician will adjust the fudr dose according to this new slower flow rate. No harm has come to the patient because of this and the pump will not be explanted.